Event description:
On 31-jan-2026, this spontaneous report was received regarding a 36-year-old female consumer in association with an unspecified thermacare heatwrap. On (B)(6) 2026, the consumer topically applied a thermacare heat wrap to her neck for an unspecified indication. She applied the product and the product did not stick. Subsequently, she secured the product to her neck with tape. After three hours, she removed the product and noted she had a burn mark. The burn was described as having red and black marks that looked like a curling iron touched her skin. She applied vaseline to the affected area and the area was improving. No further information was provided.

Manufacturer narrative:
The consumer stated they used tape to secure the thermacare nsw 8hr product during use. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The thermacare neck shoulder and wrist 8hr wrap should be applied directly to the neck, shoulder or wrist using the self-adhesive tabs. The product labeling also contains the warning "do not place extra pressure over the product", and the instructions for use are designed to ensure safe and effective usage of the product. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint.